Event description:
In 04/2004 patient reported trouble at the library, while walking through the gate patient feels a shock and then dizziness. Patient reports feeling fine after sitting down for a few minutes. Patient reported incident to physician. No report of explanation.